Event description:
It was reported to (B)(6) that this patient on peritoneal dialysis (pd) patient was having issues with the pd catheter (not a (B)(6) product) which resulted in pd catheter replacement. The nurse reported that a intestinal blockage may be associated with the pd catheter. The patient is currently on back-up hemodialysis and is reportedly recovering from the event. The nurse confirmed the patient did not have any adverse effects from use of (B)(6) products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).